Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 20 seconds and a monitoring voltage of 2.73. The next day the CT was noted to have decreased to 17.3 seconds. The CT was questioned, and the physician wondered if elective replacement indicator (eri) should have been reached. Technical services (ts) discussed the CT and that since there was only one CT greater than the eri CT limit, the device had not yet declared eri. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required.